Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted; however, lens required removal and replacement during the same surgery due to a capsule collapse which was due to patient anatomy. There was no issue with the lens. Patient did require a vitrectomy; but no incision enlargement was required. Patient did well post op, no patient injury was reported.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site for evaluation; therefore product testing could not be performed. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.